Manufacturer narrative:
The device was returned with microcatheter, pusher, and implant. Starting the investigation, the device was removed from the return packaging. The entire implant was found still attached to the pusher; however, only the distal portion of the body coil of the pusher was returned. The distal loops of the implant were damaged and the tie knot area was stretched. The strain relief and heater coil of the pusher did not contain any notable damages. Examining further distal along the pusher reddish contamination was seen on the body coil, overlapping was observed at the body coil to platinum coil weld, and rest of the body coil distal of the attachment bond was stretched. The stretched distal body coil was also wavy and ends with the body coil broken. The tip of the broken body coil appeared flat. The green lead wire was still present in the lumen of the pusher and the broken tip was stretched. The microcatheter returned was examined for the remaining pusher. The stretched body coil was observed in the microcatheter; however, there were no signs of the proximal half of the pusher such as hypotube and gold connector. Based on the investigation the complaint of a broken pusher was able to be confirmed, because the pusher of the device was found broken at the body coil. The stretched tip of the green lead wire and stretching of the body coil suggests that the pusher experienced over specification of force which cause the breakage point. The root cause for device in becoming stuck could not be determined. The pieces cleared out of the catheter were not returned for evaluation; therefore, it cannot be verified that the broken pieces were from the device. The investigation highly suggests that the broken pieces would not have been from the proximal body coil portion of the device as the implant and distal body coil were present. It is possible that a proximal piece of the pusher body coil was left behind in the microcatheter as seen in the x-ray images; however, for this to occur the proximal end of the pusher would have to be broken off first and then the distal end of the device pulled out of the distal opening of the microcatheter. The proximal body coil stuck in the catheter would then break from the distal body coil and remain in the microcatheter. Due to damage and stretching of the body coil and the missing proximal half of the pusher it cannot be confirmed if any of the body coils broke off as pieces.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway.

Event description:
It was reported that coil embolization treatment was performed for a dural arteriovenous fistula in the region of the sigmoid and transverse sinus, and the middle meningeal artery. During deployment of the coil, the coil markers were not clearly seen and the marker was advanced beyond the proximal microcatheter marker. During the withdrawal attempt, the coil stretched and some of the pusher was left behind. The coil and pusher were removed together with the microcatheter. The patient is reported to be doing well.